Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found corrosion due to a water leak causing no image to be displayed. In addition, the evaluation found; water tightness was lost due to poor tightness of the cable unit and there was a crack found on the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head displayed an e226 scope communication error message. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h6: medical device problem (add 1183-no display/image). Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a water leakage in board unit, it caused poor communication, and then the error e226 occurred, causing no image. Olympus will continue to monitor field performance for this device.